Event description:
The customer reported to varian that they have run into an instance of an energy mismatch. The user planned a single field electron beam with energy of 6e and the calculation notes of the beam clearly show that 16e was used. According to the report, there was no pt associated with this event.

Manufacturer narrative:
The allegation has been confirmed. The malfunction was previously reported on medwatch # 3003793371-2011-00014. The energy shown or selected by the treatment planner in the fields tab of external beam planning and in the general tab of field properties, may differ from the value actually used for dose calculation. Root cause: this issue is caused by incorrect handling of the energy mode object within the memory cache system used by eclipse external beam planning version 10. When the user changes the field energy, the memory cache anomaly may result in the use of the previously selected field energy instead of the intended field energy. This cache memory issue may arise when switching between software applications (such as between external beam planning and rt chart), when using multiple sessions, or when switching between patients in a single session of the external beam planning application in eclipse. When this issue occurs, it can be identified by inspection of the dose log and lcm log (leaf-motion calculator logs are generated for imrt and electronic compensator fields) in the "errors and warnings from last calculation" in the calculation tab of the field properties. The mu and dose distribution will be correct for the energy shown in the dose and lmc calculation logs. Varian confirmed that the customer received the urgent medical device letter, dated 6/30/2011. Corrective action was reported under the guidelines of 21 cfr part 806. No further follow-up to this MDR is expected.